Event description:
A malfunction alarm, identified as malf 16, was reported. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged to replace the malfunctioning pump and provided instructions to put the pump into storage mode before returning it. The customer understood the instructions and was set to use multiple daily injections as a backup therapy while awaiting the replacement. The return process would be completed with a pre-paid label, and the pump was still under warranty.